Event description:
It was reported that the patient was monitored remotely via merlin.net. Transmissions showed that the pacemaker exhibited noise oversensing, and programming changes were made. The patient remained in stable condition and continued to be monitored.